Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: agarwal, abhishek, gokhale sankal, gupta, jagan, et. Al. Use of pipeline flow diverting stents for wide neck intracranial aneurysms: a retrospective institutional review. Asian journal of neurosurgery. 2014-9 (1): 3-6. Doi: 10.4103/1793-5482.131057.

Event description:
Medtronic received information through review of literature that one patient developed small brainstem infarct resulting in minimal hemiparesis post pipeline treatment. In this cohort, there was a total of 23 patients undergoing internal carotid artery (ica) repair using pipeline. There was a significant preponderance of women (19) as compared to men (4) in this cohort. The mean age of the patient population was 52.5 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.